Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar complaints. It should be noted that the patient effect of hemorrhage can be found in the the absolute pro instruction for use as an adverse event may be associated with the use of a stent in peripheral arteries and/ or biliary tree. The investigation was unable to determine a cause for the reported premature deployment. The hemorrhage, surgical procedure, and removal of foreign body were due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is not returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an unspecified artery. A 5.0 x 60 mm absolute pro stent was advanced; however, spontaneously deployed at an unintended site without any activation from the physician. A direct arterial access [surgery] was performed to remove the stent resulting in blood loss of 450cc. Post procedure, the patient was reported to be in a good condition. There was no reported delay in the procedure. No additional information was provided.